Event description:
Immediately after implantation of this device, before closing the incision, the device did not detect ventricular fibrillation during testing. Patient was externally fibrillated and device was replaced with new device. No harm to patient.